Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t6 cannulated stick fit hexalobe driver (part number 80-4153, batch number 596309) was examined visually under magnification. The driver had an uneven, jagged break at the driver's tip. The primary fracture surface was approximately 45 degrees to the long axis of the driver. There is also the start of a secondary fracture. Both fracture surfaces could have been caused by a combination of off axis loading and a torsional force. There are no signs of ductility, indicating a probable brittle fracture. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Event description:
It was reported during surgery that the surgeon was implanting the 28mm nano screw, when the driver tip broke off in the head of the screw. The driver tip was removed along with the pieces of broken metal. The site was washed out to ensure the fragments were removed from the screw. The surgery was completed with a new driver tip after a 5-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2025-00067 for the screw involved in this event.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.